Manufacturer narrative:
The customer reported that the rns (remote network system or remote monitoring system) powered down on its own. The device will not power back up. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The problem was duplicated with a known good power cable and ac socket, main power switch is in on position. An exchange rns was sent to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (remote network system or remote monitoring system) powered down on its own. The device will not power back up.